Manufacturer narrative:
Manufacturing records for the onxae-23 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review was performed of the available information. The onxae-23 sn (B)(4) was implanted (B)(6) 2010, explanted (B)(6) 2016 (5 year 343 days postop). Report of severe paravalvular leak (pvl), valve dehiscence, and development of aneurysm at aortic root. Follow-up information provided indicates ¿the patient was still alive; patient's existing comorbidity was heart failure; and this was the patient's second surgery.¿ the combination of observations suggests the valve became unseated (dehisced) from the annular tissue, creating the paravalvular leak. The development of an aortic root aneurysm suggests a progressive weakening of the aortic tissue. In a clinicopathologic series of 513 resected aneurysmal ascending aortas, homme, et al. Reported cystic medial degeneration of the aorta as the most common finding, present in 41% of resections. The pathologic findings were associated clinically with long standing hypertension or connective tissue diseases such as marfan syndrome [homme 2006]. The valve dehiscence and pvl was likely a result of breakdown of the suture line secondary to progressive intrinsic aortic pathology and loss of tissue integrity. Pvl is a known potential adverse event [instructions for use] occurring at an historical rate of 1.2 % per patient year (iso 5840:2005). Root cause is anatomical changes in heart dimensions causing a separation of the valve cuff from annular tissue leading to multiple secondary adverse symptoms eventually necessitating surgical intervention. No further action is warranted at this time.

Event description:
Pt. Developed severe perivalvular leak and valve dehiscence, aneurism developed from the root to the ascending arch explant of on-x aortic valve was performed and a medtronics freestyle bio-prosthesis was implanted.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Pt. Developed severe perivalvular leak and valve dehiscence, aneurism developed from the root to the ascending arch explant of on-x aortic valve was performed and a medtronics freestyle bio-prosthesis was implanted.